Event description:
Maude event report was received stating the following: volun (B)(6) 2014: during the course of ptca/stent to the right coronary artery, the abbott vascular whisper guidewire being used fractured, leaving the distal segment within the coronary artery and aortic root. Extensive attempts were made to snare and remove the fracture segment. During retrieval efforts, the fractured segment migrated out of the coronary artery and became lodged in the left ventricular cavity. After surgical consult, the decision was made to discontinue retrieval efforts and leave the fractured guidewire segment at its location within the left ventricle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for detachment of device component reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.